Event description:
It has been reported to the co that during the procedure the balloon of this device ruptured. The device was removed and replaced. There is no report of pt injury and the device not being returned for our analysis.